Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced a minimal low back pain relief and was getting a lot of right rib stimulation. The leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.